Event description:
The report received indicated a concern regarding the integrity of the lead. Impedance was stable at approximately 500 ohms, there were two non-sustained tachycardias, and sensing integrity counter registered 71. However, fine baseline noise on vtip-vring electrogram was indicated in the morning and late night on two different dates. It was further reported that there were two additional episodes of oversensing. It was further reported that there were 75 short intervals since august, along with two episodes of non-sustained ventricular tachycardia. It was also reported that the patient collapsed when the episodes were recorded, but that device malfunction was ruled out per the electrophysiologist. Review of device data showed low amplitude noise on the atrial lead during the episodes which did not produce oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.